Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter phone. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space of drawers 4 and 5. A field service engineer (fse) found no fault found on drawer 4, drawer board failure on drawer 5. The fse replaced drawer board on drawer 5 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawers 4 and 5 were failed during opening and closing. Although the drawers were physically pushed into the closed position, the aadc continued to register them as open, resulting in failed storage space. This issue had the potential to delay access to medications in critical situations, as this unit serves as the primary emergency operating theatre. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawers 4 and 5 were failed during opening and closing. Although the drawers were physically pushed into the closed position, the aadc continued to register them as open, resulting in failed storage space. This issue had the potential to delay access to medications in critical situations, as this unit serves as the primary emergency operating theatre. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.